Manufacturer narrative:
E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had a poor image. There were no reports of patient harm or injury.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device is broken, the fiber bonding in the outer tube area (distal end) is damaged, and the protector of the video cable section is cut. Based on the results of the investigation, it is likely the following led to the malfunction: poor image when charged coupled device was broken. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.